Manufacturer narrative:
The pump, (B)(4), is still in use on the patient and was in use for 16 days at the time of the event (from (B)(6) 2021).

Event description:
Berlin heart was informed by the clinic that a patient being supported in an lvad configuration had an adverse event on (B)(6) 2021. The clinic reported that the patient suffered from an ischemic cva. On (B)(6) 2021 the patient developed right sided weakness and seizures. A head CT was obtained on (B)(6) 2021 that demonstrated an ischemic cva in the fronto parieto temporal region. The site did report that there were noted thrombin deposits in the outflow stub of the blood pump. Of note, the patient remained on anticoagulation but was noted to have persistent deposits in the lvad blood pump. The patient also developed a left atrial thrombus per echo evaluation on (B)(6) 2021. The patient was also being treated for a concomitant sepsis event.